Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the third of three spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii were used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately one minute into the procedure. A second spyscope ds ii was used and the image was lost approximately three minutes into the procedure. A third spyscope ds ii was used an the same problem occurred. The procedure was not completed due to this event and was rescheduled on (B)(6) 2022. There were no patient complications reported as a result of this event.